Manufacturer narrative:
No further information was able to be obtained from this customer. However, the laser probe was returned for evaluation. Flex laser probe were packaged on july 27, 2020. There were 1488 paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. The flex laser probe was received for evaluation. A visual assessment of the returned sample showed to have excess adhesive in the nitinol-cannula junction, which confirmed the reported event ¿foreign material¿. However, further evaluation found it was possible to insert the tip into the trocar without any issue, which doesn¿t replicate customer¿s reported event of ¿product would not fit¿. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported there was a foreign material on the tip of the laser probe preventing insertion into the trocar. The surgery was completed using an alternate laser probe. There was no harm to the patient.